Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that an undeployed resolute onyx des stent came off the balloon in the vessel. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.